Event description:
It was then reported, the patient's prior ins depleted after one year and had to be replaced, it was noted, it was supposed to work for 9 years but she "had rods and bars in her back and the ins depleted after one year for no reason." Additional information received reported the health care provider had not seen the patient since 2009 (B)(6).

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).